Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing broke at the plastic that holds the cannula and it detached itself. She had the same problem with different infusion sets and it is the 5th time it had happened, and it always broke at the same place. No further information available.